Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 390mg/dl. The customer experienced nausea, vomiting, chest pains, excessive thirst, and ketones. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not feel the insulin pump is malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.